Event description:
Medical extension tubing separated from hub.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.